Event description:
It was reported that left hip revision surgery was performed due to metallosis and highly elevated cobalt and chromium levels.

Manufacturer narrative:
It was reported that left hip revision surgery was performed on a bilateral patient. During the revision, the acetabular cup & femoral head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 74120160 acetabular cup 60mm & 74121154 resurfacing femoral head 54mm. Similar complaints have been identified and this failure will continue to be monitored. No lot numbers were provided; hence a documentation review could not be completed. Without the details of the devices involved in this complaint, the specific product labelling and ifus for the devices cannot be reviewed. If this information becomes available at a later time, the tasks will be reopened and completed. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. The available documentation does not support a diagnosis of ¿metallosis¿ the stress shielding is a known finding with bone surgeries with implants. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.